Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial exhibited noise. The noise could be reproduced with isometrics. Patient complained of an unspecified feeling during isometrics. The lead was explanted. The patient&#38112;condition was good post procedure.

Manufacturer narrative:
Final analysis found that a partial lead was returned. An insulation abrasion exposing the outer coil was noted at 6.7 cm to 7.1 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem.